Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities on the exterior of the sheath. Microscopic inspection of the hemostatic valve identified tears on the internal valve, creating a leak path. Leakage testing were performed, and a leak from the hemostatic valve was observed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific's investigation determined tears on the internal hemostatic valve most likely caused the visible air/bubbles observed clinically and was likely attributed to a device design.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During procedure, the air tightness of the sheath was not good, and it had bubbles during pumping back. The patient condition following procedure was stable. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that air tightness of the sheath was poor and there are bubbles when it was pullback. The farawave was used along with faradrive at the time of the event. The method of irrigation used was pressure bag. The tip of wire was the same level with farawave tip. The problem was solved on site and there were no components to be returned. No ait was noted on the patient.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields - patient identifier (a1), in section a - patient information, describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During procedure, the air tightness of the sheath was not good, and it had bubbles during pumping back. The patient condition following procedure was stable. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that air tightness of the sheath was poor and there are bubbles when it was pullback. The farawave was used along with faradrive at the time of the event. The method of irrigation used was pressure bag. The tip of wire was the same level with farawave tip. The problem was solved on site and there were no components to be returned. No ait was noted on the patient.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During procedure, the air tightness of the sheath was not good, and it had bubbles during pumping back. The patient condition following procedure was stable. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.